Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the lead knuckle was bothering the patient under their skin and felt like it was rubbing. The lead was repositioned (B)(6) 2013 and the event was noted as resolved without sequelae. Additional information reported on the lead was repositioned and no intervention to the stimulator had been done.

Event description:
Additional information reported the patient had issues with the sacral lead site and they could feel the ¿knuckle¿ of the lead that was under their skin.

Event description:
It was reported the patient had a painful lead. Intervention involved repositioning the lead and moving the stimulator and pocket back ¿into place.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the lead knuckle was bothering the patient under the skin.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05bgg, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).